Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent auto-off alarms. Reportedly, the customer had interacted with the pump. There was no reported impact to the customer's blood glucose level. Multiple attempts have been made by tandem technical support to gather further information from the customer however no response was received.